Event description:
In 2007, malfunction of the medroxy progesterone. I prepped the site and inserted the needle that came with the kit, withdrew and no movement attempted to inject again no movement. I re-adjusted the needle position slightly and again attempted to withdraw with slightly more pressure, no movement, 2nd attempt to inject this attempt was successful and the medication was injected. Dose or amount: 150 mg. Route: im. Dates of use: 2007. Diagnosis or reason for use: birth control.